Manufacturer narrative:
Follow up #2 03/27/2017 device evaluation: the pump has been returned to animas and evaluated on 03/06/2017 with the following findings: there were frequent low battery warnings and replace battery alarms observed in the pump¿s history. The pump¿s black box indicated that a partially discharged battery had been put into the pump following a battery change. The battery cap was found to be worn.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.2

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump battery life did not last as long as expected. It was also reported that the top of the battery cap was damaged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the battery life alarms.

Manufacturer narrative:
(B)(6).